Manufacturer narrative:
Evaluation summary: one bci monitor was received for investigation with a purple boot in good condition. The device history record review was completed. When the device was powered up, the investigator found that the left side of the lcd was cut off and there were several missing segments on the lcd. The segments were not returned when u10 was reflowed and the lcd was still cut off on the left side, confirming the customer's reported problem. The damaged lcd is consistent with unit being impacted from a drop. The protective boot around the housing acts as shock absorber preventing damage to the housing. However, pressure to the display and centrifugal forces in the time of impact affects pixels alignment in the lcd grid, known for resulting in pixels damage. Based on the investigation evidence, the root cause was determined to be user interface.

Event description:
Information was received that a smiths medical bci capnocheck ii capnograph/digital oximeter lcd screen was "cut off on one side". No adverse effects were reported.